Event description:
The reporter claimed that the subject pump was hot to touch. During troubleshooting, the patient admitted he went swimming after the keypad button had fallen off. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with the keypad completely peeled off and the button contacts and flex cable exposed. Corrosion was visible in display. The pump failed leak test failed due to keypad issue. The contrast button contact was missing. Pump powered up with just audio, no vibrator or display. Removed pump from case and corrosion and moisture were visible throughout the pump on all surfaces. Testing was unable to complete all steps due to no display and moisture in pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.